Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with 90% stenosis. On (B)(6), 2009, the target lesion was treated with pre-dilatation and placement of a 3.0 x 28 mm promus stent. Post dilatation was performed with 0% residual stenosis. The patient was discharged on (B)(6), 2009 on aspirin and clopidogrel. On (B)(6), 2012, restenosis was noted in the proximal lad and the patient underwent revascularization to the proximal lad with placement of a drug eluting stent. It was reported that the patient recovered and was discharged from hospital on (B)(6), 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the (B)(4) promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the japan promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the medwatch filing additional information was received stating that on (B)(6) 2012 the patient experienced angina and in-stent restenosis was noted. The patient then underwent revascularization to the proximal lad on (B)(6) 2012. No additional information was provided.